Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation near the garment straps and under her breast. The patient's pharmacists recommended using bacitracin zinc. The irritation improved after using bacitracin zinc.